Event description:
The following description of the event was documented by a viasys technical support rep while she was on the phone walking the end user through troubleshooting their vmax system: called about tracing of o2 versus time in analyzer cal, starts at 16 goes up to about 80 and then slowly rises up to 100 horizontal line drops to 21, all values pass cal tracing; it just off replace all pt breathing circuit and sosi and pneumatics (c-svc140600) mid nov. Gas o2 at 65 and dico at 85 will have her turn down diagnostics o2 and co2 response fine with ra, 100, and 16 sample pump response fine going to have her cover the tip of the bxb line and check pbar, instead she puts her finger over gas cal port and states she was shocked did hear her yelp of pain, and stated left arm was hurting, the tingling up and down her arm lasted for at least the 15 mins I was still on the phone with her, she states she was sitting on a chair grounded and was not up walking around on carpet, suggest she shut everything down, entire system and gases too, including computer. Will have her dr check her arm and the building super check the electrical outlet. Will order her new analyzer for her analyzer problem and another pneumatics for this issue in case of short, she has had the module for about 3wks and has touched the metal gas port several times, states never had this happen before."

Manufacturer narrative:
The following description of the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting information. "During morning n2 analyzer calibration, I noticed an inappropriate dip in the o2-vs-time graph. I called the technical support division of viasys and we went through a few various system checks. I was asked to remove the sample line from the instrument and place my finger over the tip. I thought the support tech was referring to the top of the port on the instrument. I placed my finger on the tip and immediately was shocked. I squealed and told the support tech I got shocked. My whole left arm, from my neck to my finger tips was hurting. There was a residual tingling that continued, lasting a good while. The support tech asked how I was doing and we spoke of what had just taken place. She asked me to shut everything down and turn all gases to off. I did so immediately. She filed an incident report and I reported it to my office manager, system was not in use with a patient. I was doing a system check with a technical support person at viasys."